Event description:
It was reported that the patient with this pacemaker passed away during the implant procedure. The implant form indicated no patient complications. There was no indication the device was explanted.